Event description:
It was reported that the insulin pump became hot and the display went blank. The reported blood glucose reading was 106 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was hot and the display was blank due to a capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube. No further testing could be performed due to the blank display.